Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a company representative regarding a patient receiving intrathecal hydromorphone, clonidine, bupivacaine and compounded baclofen via an implanted infusion pump. The pump was currently programmed to deliver hydromorphone 3mg/ml at a dose of 0.3mg/day, clonidine 500mcg/ml at a dose of 50mcg/day, bupivacaine 15mg/ml at a dose of 1.5mg/day and compounded baclofen 4000mcg/ml at a dose of 400mcg/day. The indications for use was listed as spinal cord injury/spinal cord disease and intractable spasticity. The patient had experienced a loss of therapy and increased pain. On (B)(6) 2016, a catheter revision was performed due to the catheter migrating and coiling up. The reporter had spoken to the healthcare provider and per the healthcare provider the patient had been doing well since the catheter revision. The patient was on a much lower dose of medication and was responding well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.